Manufacturer narrative:
(B)(4).

Event description:
It was reported on (B)(6) 2016 that the physician's tablet is not working properly. It was stated that it is not interrogating properly. Troubleshooting was performed using a demo device and the programming system and received an unable to communicate message. The wand battery was found to be fine and so he replaced the serial cable which resolved the issue and the system was able to communicate properly. The troubleshooting on the first serial cable included unplugging the cable, wiggling the cable, keeping the tablet unplugged from the wall, switching out the cable and all of these led him to identify a serial cable issue with no patients affected. The cable will be disposed by cutting and discarding it. The serial cable does not require return as the failure mode is understood to be a failure of the serial cable associated with a disconnected wire connection.